Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination found no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. In conclusion, laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information: technical services reviewed the provided x-rays and noted there are some areas of attention where mechanical tension may be increased (there is a possible kink or acute change in electrode body direction). Electrode connection seems ok. Additional information: the patient's s-ICD system was explanted without complication. No additional adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due oversensing of non-physiological signals. Technical services was consulted and troubleshooting recommendations were provided. The patient was seen in clinic and artefacts were easily reproduced on primary and alternate vectors. The physician decided to turn therapy off and will obtain x-ray imaging, after which the decision to re-intervene will be made. No additional adverse patient effects were reported. This s-ICD system remains in service. Additional information: technical services reviewed the provided x-rays and noted there are some areas of attention where mechanical tension may be increased (there is a possible kink or acute change in electrode body direction). Electrode connection seems ok. Additional information: the patient's s-ICD system was explanted without complication. No additional adverse patient effects were reported.